Event description:
A complaint received by proxy biomedical on the (B)(6) 2012, via the polyform distributor (B)(4), states that the pt was diagnosed with pelvic organ prolapse and stress urinary incontinence. On (B)(6) 2008, the pt was implanted with a proxy biomedical polyform mesh and a bard pelvitex mesh. After these implants, the pt suffered from severe pain, dyspareunia, continued urinary incontinence and mesh erosion. On (B)(6) 2010, the pt was implanted with an ams elevate. The complaint states that the pt's issues are still on-going. The report was made by a rep of the pt within the united states ((B)(6), address and contact details unk). The pt is identified as 'ac' - their age, weight or medical condition is unk. The polyform product lot number has not been provided. The hosp detail where the implant was performed has not been provided. The hosp detail where the corrective surgery was provided has not been provided. The date of implantation is (B)(6) 2008; the date of corrective surgery was (B)(6) 2010.

Manufacturer narrative:
Eval code: device was not returned for eval. Inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Pain, dyspareunia, urinary incontinence and mesh erosion is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).